Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 19. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bruxism. No product was returned to the manufacturer. At the event the patient experienced: pain, mobility and increased sensitivity. No further patient complications were reported.